Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during tka surgery, when the journey tibia base np lt sz 4 box was opened, it was noticed a warped sterile package; therefore, could not trust sterility. The procedure was successfully completed without a significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device packaging was found to be damaged from heat, potentially compromised the devices sterility. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device's packaging shows signs of damage. Some potential probable causes for this event could include packaging damage in transit, storage, or during heat sealing process. This issue was evaluated through our internal quality process and determined to be isolated at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.